Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed the issue. Fse found quick disconnect (qd) fitting had a plug. Fse re-tubed the rinse block tubing and no further issues were observed. The root cause for this event was attributed to a plug in the quick disconnect (qd) fitting associated with the rinse block tubing. The previous occurrence of manual probe leak on (B)(4) 2011 has been documented in MDR #1061932-2011-02727. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak from the manual (secondary) probe on the coulter lh 500 hematology analyzer. A similar leak occurred on (B)(6) 2011 at this customer's lab. It has been documented in a separate report. No injuries occurred, no exposure was reported and medical attention was not sought. No patient results were affected.